Event description:
During an in clinic follow-up, decreased sensing was observed on the right atrial (ra) lead. Ra lead micro-dislodgement was suspected but this was not confirmed. X- ray imaging was performed and the ra lead was found to be tight and downwards. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and ¿p-wave was decreased¿. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported event of ¿p-wave was decreased¿ was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages. The measured full helix extension length was within specification.